Manufacturer narrative:
(B)(4)

Event description:
It was reported that the doctor was performing the procedure according to the instructions for use (IFU). However, the doctor noted that the intra-aortic balloon (iab) of catheter "did not swell". As a result, the doctor replaced the catheter with a new set and another attempt was made successfully. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of the iab would not inflate completely is not confirmed. Although, the root cause of the complaint is undetermined the returned iab passed visual and functional test specifications relevant to the reported complaint. The returned iab bladder was fully intact with no damage noted. No further action required at this time.

Event description:
It was reported that the doctor was performing the procedure according to the instructions for use (IFU). However, the doctor noted that the intra-aortic balloon (iab) of catheter "did not swell". As a result, the doctor replaced the catheter with a new set and another attempt was made successfully. There was no report of patient complication or serious injury and death.